Event description:
Per the clinic, the patient experienced an infection and swelling at the implant site (date not reported). Subsequently, the patient was placed on a 20 to 25 days course of oral and IV antibiotics (specific date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on december 01, 2022.

Manufacturer narrative:
This report is submitted on may 5, 2023.